Manufacturer narrative:
An attempt was made to reproduce the issue by generating reports for the provided user in carelink support application and confirmed that the issue is not reproducible. After conducting a thorough investigation, we observed that the user has did a future time change event which has caused the data to be ambiguous when they try to generate reports including the data range. To assist with the resolution, , provided the below information to helpline - try to generate reports excluding the date of the time change event which would provide the expected result -also , when selecting the reporting period to generate within carelink personal, they will have to manually change the date back to the desired date of the report they wish to generate each time. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause is that the user performed a future date change in the pump, resulting in the showing the most recent latest date in reporting period. Analysis summary: a future time change was performed on the pump by the user , which makes the data ambiguous when trying to generate reports. When selecting the reporting period within carelink personal, the data for the changed dates is not displayed. This behavior is currently expected, and there is an enhancement request # ccr-155 to address this in the future. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. This customer had a problem creating reports by date for a while. Whenever they created a report, the report would show 2099 as the date. After a few months, they couldn't change the date manually anymore. Finally, no one was able to view their reports because even though the report generation status was displayed as 'done', the generated report pages were all blank. No harm requiring medical intervention was reported. No product return is required for mmt-7333.